Manufacturer narrative:
This report is for unknown matrixrib screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been reported as explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the initial surgery took place on (B)(6) 2016. Sometime afterward, a matrixrib screw came out of the plate and bone. The device has not been explanted. This report is for unknown matrixrib screw. This is report 1 of 1 for (B)(4).